Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported a PICC passage was performed into the basilica vein and, a procedure without intercurrenction, guided by ultrasound, only one puncture, after the procedure when removing the guide wire that is inside the catheter, it clapped and it was not possible to removal, even performing all the maneuvers (force to remove). It was necessary to use a new kit where it was passed with the same technique, without any incorrence. Single puncture in the basilica vein, guided by ultrasound, catheter introduced at 41cm, arm circumference 30cm, x-ray performed, careful evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a PICC passage was performed into the basilica vein and, a procedure without intercurrenction, guided by ultrasound, only one puncture, after the procedure when removing the guide wire that is inside the catheter, it clapped and it was not possible to removal, even performing all the maneuvers (force to remove). It was necessary to use a new kit where it was passed with the same technique, without any incorrence. Single puncture in the basilica vein, guided by ultrasound, catheter introduced at 41cm, arm circumference 30cm, x-ray performed, careful evaluation.